Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device exhibited noise and was found to have migrated causing loss of electrode contact and palpitations. With light pressure, contact was regained. The patient was instructed to not touch the device. The patient is stable and will be monitored remotely.